Event description:
While physician was using the suction bovie during a t&a (tonsillectomy and adenoidectomy), the bovie came apart. She was able to reconnect it and continue to use it without issue. She inspected pt's (patient's) oropharynx and did not see any injury. Handpiece and packaging were saved.